Event description:
Boston scientific received information that an inconsistent remaining battery life was observed when the results were compared between the gas gauge and the magnet rate of the device. The magnet rate showed 90 paces per minute (ppm) while the gas gauge showed that the device still has a remaining 3.5 years until complete battery depletion. A memory dump was performed which was then sent to the laboratory for analysis, and the results have shown that the device was operating in the highest current bin. Based on the last charge time, the gas gauge should have indicated 10% and less than 0.5 years on the device remaining longevity. This difference may have been caused by the programmer running various tests or it might have been that a parameter value was changed. Boston scientific technical services (ts) advised to have the device checked once more and have another memory dump sent to the laboratory for further confirmation of the most accurate battery longevity calculation. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
During troubleshooting, it was noted by a health care professional (hcp) that this device had high pacing thresholds, but had low pacing percentages. Additional information received indicates the device was explanted and returned for analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.